Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. The 2.50x24mm taxus liberte stent was unable to cross the lesion. After predilatation the device was introduced again, however it was still unable to cross the lesion. The physician removed the stent and the distal part of the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). As the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).